Manufacturer narrative:
The complaint sample was not available and the lot number of the product was unknown. According to a sap search no product was available to be analyzed. The entire lot had been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported for the past week she has been feeling sick to her stomach and she notified her peritoneal dialysis registered nurse (pdrn). She stated her pdrn advised her to take laxatives to help her stomach. The patient followed up with her pdrn again when she started to throw up and she was advised to go to the hospital. The patient was hospitalized and diagnosed with peritonitis. Patient stated that she does not know the cause of the peritonitis (no fluid leak). Per the patient, she has not skipped any treatments but that they are taking her off of pd therapy and switching her to hd therapy to allow her abdomen to heal. Follow-up with the patient's pdrn confirmed the patient's recent hospitalization and diagnosis of peritonitis (source unknown). The patient was treated with ancef and vancomycin.